Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(4) 2021 the buttons are not responding properly and the serial number label is missing. Insulin pump passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Device passed the keypad voltage test. The j1 connector on electrical board was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and serial number label missing. No missing or damaged end cap address label noted. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces and serial number label missing. No missing or damaged end cap address label noted.

Event description:
Information received by medtronic indicates that the insulin pump had unresponsive keypad. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. Device will be replaced for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.